Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned heartmate 3 left ventricular assist device (lvad), serial number (B)(6), confirmed damage to the cuff lock that could have contributed to the reported event (easy pump rotation while connected to the mini apical cuff). (B)(6) was returned assembled with the pump cable intact. The tunnelling adapter was still connected to the pump cable. The modular cable was not returned. The sealed outflow graft, bend relief, and outflow graft clip were not returned. An apical cuff was returned secured with the cuff lock fully engaged. The mini apical cuff was not returned. The o-ring that seals the interface between the inflow cannula and the apical cuff was present and appeared free of damage or defect. After cleaning, the cuff lock re-examined. Upon initial visual observation, the right locking arm appeared to be deformed further outward than the left arm. It should be noted that despite this appearance, measurements were taken using the vision system tool which showed that both the left and right locking arms were slightly bent out of specification, in the outward direction. The lock could not be forced into the fully locked position without an apical cuff in place. The apical cuff was then seated within the lock and the lock engaged easily. While locked, the cuff could not be forcibly removed. However, when compared to a test pump, it was found that the apical cuff on (B)(6) exhibited slightly less resistance to rotation in dry and wet conditions than a test pump due to slight deformation of the cuff lock locking arms. Although a specific cause for the locking arms being bent outwards could not be conclusively determined through this evaluation, it would have contributed to the reported rotation of (B)(6) within the mini apical cuff, if it were present at the time of the event. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The lvad event and periodic log files were retrieved from the returned device. The log files appeared to capture the device functioning as intended during the implant procedure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 mini apical cuff kit instructions for use (IFU) is currently available. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump implantation, the surgeon noticed that the pump was rotating on the mini apical cuff. It was very clear that there was bleeding between the pump and the apical cuff on more than one spot. The surgeon tried to lock the pump to the mini apical cuff several times. They tried to fixate the pump to the anchoring pledgets using sutures in the small holes. The surgeon finally replaced the pump for another one which solved the issue.